Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced an event where the patient did not fit the cannula properly on (B)(6) 2025. Bleeding was also noticed at the site of insertion. The patient faced this issue with 3 sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR .- device 2 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.